Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 30jun2020.

Event description:
It was reported to philips that the device had a touchscreen calibration failure. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.

Manufacturer narrative:
G4: 17aug2020; b4: 19aug2020. Three good faith efforts were made to obtain information regarding patient/user involvement and contextual use with no response from the reporter and therefore, cannot be determined. There was no response after making multiple requests for evaluation and resolution. Device resolution data is not available. The service order was closed if the customer requires further assistance; a new service order will be opened. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.